Manufacturer narrative:
Date of event: actual event date is unknown. The product was not returned so no physical analysis could be performed. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that the patient stated that the pain was unbearable, and there were sexual side effects. There was no further information provided.